Event description:
The lens was explanted due to opacification of the iol. A replacement lens was implanted.

Manufacturer narrative:
FDA has been notified of bausch & lomb's recall of lenses from lot number 4916928.